Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: (B)(6) hospital. E1: the reporter¿s complete facility address was not provided. Investigation summary the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. ¿ visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. The overall complaint was not confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have not contributed to the complained device issue. ¿ based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that midway through a rotator cuff repair procedure, bubbles were observed on the vapr clplse90 electrode w hand controls device, and the device did not work. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. ¿ visual inspection of the returned device found it was returned in the original package. The tip showed signs of activation and had foreign matter, presumably biological matter. The tip, handle, tubbing and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, the default values were displayed correctly (coolpulse90, ablate power 220 and coagulate power 80), no alert messages were displayed. The ablation function was activated several times in its maximum power (maximum ablate power 380) for one minute each test, and it worked as intended for all the buttons and for footswitch activation. Under coagulation function, the electrode was activated several times in its maximum power (maximum coagulate power 160) for one minute each test, and it worked as intended for all the buttons and for footswitch activation. The device will be send to the manufacturer for suction testing. The supplier performed an evaluation with the following results: the device was returned in its original packaging, the active tip was in used condition with saline residue on the active tip and on the back of the head. The device passed both electrical and functional tests. The device performed as expected, with no observations being noted. The device showed signs of use. No fault was found and the complaint cannot be substantiated. The overall complaint was no confirmed as the observed condition of vapr clplse90 electrode w hand cntrls would have not contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. As per instructions for use (IFU), for optimal performance, safety, and convenience, the vapr electrodes automatically preset the vapr vue generator to default output settings. Caution should be used when overriding the default power settings. Use the lowest power setting and the minimum tissue contact time necessary to achieve the appropriate surgical effect. If power settings have been overridden to non-default values, the adjusted values will be retained when unplugging and re-plugging the same electrode, when connecting a new electrode of the same type, or when connecting a different electrode model with the same default values. If the generator is switched off and then on, a newly attached electrode will always revert to its default values. Always confirm proper, desired power settings before proceeding with surgery. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device u2412006, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.